Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided, however, the customer stated that the patient was an adult patient.

Event description:
It was reported that the tubing set leaked from the distal y-site during an infusion of panitumumab on an adult patient. It is unclear how much treatment the patient received as the tubing set was changed and the patient continued treatment at a different station.